Event description:
It was reported that prior to the implant procedure the right ventricular (rv) lead was tested and it was reported that the helix did not extend even after thirty turns. The rv lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. Turns to extend/retract helix exceeds specification. The helix/lobe was distorted/bent.